Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop and driveline fault events that were captured in the submitted log file. The pump was returned assembled with the driveline (dl) intact. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing revealed discontinuities in the green, yellow, and black wires. Damage to the clear bionate was observed 5¿ from the pump housing. Additionally, shield breakdown was observed throughout the length of the driveline. Visual examination of the wires revealed that the green, yellow, and black wires were completely fractured at the metal connector. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured wires to its redundant motor phase wire, the fractured inner conductors of the wires would have resulted in driveline fault alarms. Additionally, at least one wire from each motor phase must be intact for the pump to operate. If the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield, the resulting electrical short would have caused the reported pump stoppages while the system was operating on battery power. The hm ii lvas patient handbook document (B)(4), was available at the time of implant. Section 4 of this handbook contains information on caring for the driveline. All hm ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired. Additional information was requested but not provided. A representative of the manufacturer¿s technical services reviewed the submitted system controller log file and observed pump stoppages on power module support that appeared to be related to the percutaneous lead (driveline). The black and white power cable leads were disconnected and the lvad system began to operate on the backup battery. While on backup battery support the lvad system continued to have intermittent pump stoppages suspected to be due to phase-to-phase short in the percutaneous lead. The log file ended when the driveline was disconnected.